Event description:
A customer reported an altitude alarm issue with their pump. There was no adverse impact to the customer's blood glucose level due to the issue. Technical support provided the customer with tips to prevent altitude alarms, and the customer understood and acknowledged the guidance. The customer was able to resume insulin delivery with the original cartridge.